Event description:
The customer reported an incident with the nurse call system in which a code blue call from unit 2 main did not route to the pbx station. The operator confirmed code calls from this unit were previously working. There was no patient injury associated with this report. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The navicare® nurse call¿ (nnc) system is a comprehensive communication and information management system that helps caregivers provide the best possible care to patients in the most efficient manner. The system facilitates communication within a nursing unit. Caregivers have the ability to quickly locate and communicate with a fellow staff member, and patients can easily communicate with caregivers, the nursing station, or directly to their primary caregiver. Troubleshooting activities performed by hillrom determined the pbx console was not set to watch all rooms on 2 main for code calls. To resolve the issue, the pbx configuration was updated to watch all rooms on 2 main. Testing was performed after configuration was updated and code calls were confirmed to properly route to the pbx console. In this event, no injury occurred as reported by the customer. If a missed code call notification to the pbx station (secondary location) were to recur, it would be likely to cause or contribute to a death or serious injury. Hillrom is cautiously reporting this event.